Event description:
As reported by the user facility (translation of user facility info by (B)(4)): flow rate is too fast. Easypump was empty after 13 hrs in stead of 22 hrs. This happened 3 times.

Manufacturer narrative:
This report has been identified as (B)(4). The device is currently on shipping from the netherlands to b. Braun melsungen ag in germany for investigation. A f/u report will be provided after the inspection results are available.